Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the patient was experiencing extreme pain in the hip area. The patient stated that their managing doctor informed them they would not remove the ins because they were not the physician who implanted the device and referred the patient back to their surgeon. However, the patient indicated they can no longer return to their surgeon because they have been discharged. The patient also stated that they have been advised by others to go to the hospital, but they have not done so yet. The patient mentioned that their primary doctor prescribed medication for the pain, though the agent had difficulty hearing the name of the medication. The patient reported that the medication was not helping. The agent asked whether the patient had made any device adjustments prior to the call. The patient stated they had been instructed to turn off the therapy. The patient also confirmed they do not know what contributed to the pain. They reported experiencing excruciating pain and turning off the ins, but stated the pain persisted. The patient further mentioned that they catheterized themselves. The patient stated they do not know what to do and requested a referral to a physician who could assist with removing the ins. The agent sent the patient an email containing physician listings. The patient was redirected to their healthcare provider for further evaluation and management of the issue. The patient got escalated. Related medical history: patient mentioned they recurring have uti once a month. Additional information was received from the patient. The patient called back and reported continued complications with their ins and stated they were still using a catheter. The patient reported that the ins was causing pain that extended from their leg down to their foot. The patient stated that all the doctors they contacted referred them to the hospital. The patient confirmed they had gone to the hospital but were referred back to their implanting doctor to have their ins removed. The patient stated they had been discharged by their implanting doctor. And that the doctor would not assist them. The patient also reported experiencing a uti every four weeks. The agent redirected the patient to a new healthcare provider for further assistance.